Manufacturer narrative:
Based on the claim against the product by the customer noting 32101 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the laser on the patient side cart (psc) due to the error found. The system was tested and verified as ready for use. The affected part ID 373998-02 involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding error 32101 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to the laser on the psc. Replacing the laser resolved the issue. This complaint is considered a reportable event due to the following conclusion: the customer aborted after anesthesia was administered due to recoverable error 32101 although the customer was to disable the boom. The surgeon did not want to use the system in this state. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) called isi technical support engineer (tse) offsite to report that the customer was facing a recoverable error 32101. The isi tse reviewed the logs and could confirm error 32101 pointing to a high switch error on axes controller platform (acp) 5. The isi tse advised the caller to perform a hard power cycle and to disable the boom to proceed. The caller was trying to contact the customer and perform recommended troubleshooting steps. The caller called back and said they were able to disable the boom, but the surgeon did not want to use the system in this state. The surgeon had decided to postpone the surgery. The procedure was aborted - post-anesthesia. There was no reported injury and there was a delay of fewer than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was found prior to starting post-anesthesia. No ports were placed. The customer had a scheduled tongue base resection procedure (ports not required). The system was functionality was checked prior to use; no issue was noted. The procedure was delayed for more than 30 minutes due to an issue. The patient was under anesthesia for about 1.5 hours. The fse checked the system and stated that the system could be used without laser 1 or 2 days because it needed to be replaced the next day. The customer performed 2 urology cases after this issue. The customer spoke with the surgeon and the surgeon agreed to proceed without a laser. The fse attended the case to the surgeon's satisfaction.